Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown duration of signal loss occurred on transmitter (B)(4). Data was evaluated and the allegation was confirmed as a loss of connection over an hour was confirmed for transmitter (B)(4). The probable cause could not be determined. The reported allegation of an unknown duration of signal loss is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.